Event description:
While attempting to place device in right saphenous vein, the device parted, leaving approx 9 1/4 cm of catheter in the pt's vein. The pt was transferred to another facility where the embolized piece was successfully removed.